Event description:
It was reported that when the device was used during an anterior resection, the device was very difficult to fire. Excessive force was needed to complete the firing cycle. The staple line was complete and the donuts were completely cut. There were no consequences to the patient.